Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd instrument max clinical to test for sars-cov-2, a false positive result was obtained. Specimens were repeated using roche cobas and holgic panther and the results were negative. All positive results are sent out for confirmation. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with corrections: eua #: (B)(4).

Event description:
It was reported that while using the bd instrument max clinical to test for sars-cov-2, a false positive result was obtained. Specimens were repeated using roche cobas and hologic panther and the results were negative. All positive results are sent out for confirmation. There was no indication that results were reported out and there was no report of patient impact.

Event description:
It was reported that while using the bd instrument max clinical to test for sars-cov-2, a false positive result was obtained. Specimens were repeated using roche cobas and holgic panther and the results were negative. All positive results are sent out for confirmation. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary the complaint of "false positive" was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer reported that they received multiple false positive results on both of their bd max instrument. Customer performed environmental cleaning. Field service was dispatched. Field service cleaned both readers and heater mux boards, and performed a calrack, efc test, reader health check, and normalize both side. The instrument was returned to the customer functioning. Complaint is confirmed based on the information provided. No parts were returned to bd for investigation. The root cause was determined to be a normalizer issue. The investigation consisted of a review of the instrument device history record from manufacturing, the instrument installation and service history, and related complaint data. No new risks, trends, or hazards were identified. See h10.